Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the patient had an infection. The patient's generator was explanted. The device was confirmed hp sterilized prior to distribution. Return of the device is not necessary since it will not add value t the investigation.